Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled follow up visit. During the visit, it was discovered that the left ventricular lead was not pacing at the programmed vector. An x-ray was performed which revealed the lead was slightly dislodged in the vein. The lead was reprogrammed to pace at a vector with acceptable capture threshold. The patient condition was stable throughout the event.